Event description:
Emergency medical service personnel were attending to a patient who had experienced a seizure and collapsed. It was reported that the patient arrested as he was being moved into the ambulance for transport and was diagnosed to be in ventricular fibrillation. An attempt was made at delivering defibrillation therapy; however it was reported the device would not charge. An automatic external defibrillator was available and used to continue treatment to the patient. The patient was countershocked into asystole, transported to the hospital and ultimately expired in the ER. There was no statement from the reporter of a belief that the alleged malfunction caused or contributed to the death of the patient.